Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella cp with smart assist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿.

Event description:
The user facility reported that impella cp was placed in the usual manner, post percutaneous coronary intervention, swan was placed in left ventricle, temp pacer placed at the beginning of procedure in the right ventricle. Thrombectomy and pci performed on right coronary artery (rca), position verified with echocardiogram (echo) and flow confirmed down the leg with past impella sheath. While attempting to get patient out of the room the patient went into refractory ventricular fibrillation and was shocked 20 times, cardiopulmonary resuscitation performed for 5 min return of spontaneous circulation achieved, regained hemodynamic stability. Site was clean and dry free of hematoma or bleeding. During support decision was made to return patient to cath lab for rp flex insertion due to hemodynamic instability. Patient continued to cough up blood and clot from endotracheal tube. The patient was heparinized. The impella was successfully weaned and explanted however, it was noted that the site was initially preclosed, suture broke and additional perclose was deployed suture broke, one additional attempt made to do dry closure but wire would not stay positioned past impella, so manual pressure held for 25 minutes site clean dry and free of hematoma or bleeding. Patient survived.